Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 319.006, lot number: 4982353, part manufacture date: 4/12/2005, manufacturing location: brandywine, part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of "depth gauge for 2.0mm and 2.4mm screws" was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. There were two mrr's (material review record) associated with the subcomponents of p/n 319.006, lot #4982353. The first mrr was for a documentation issue - specifically the certification for the vendor-supplied parts was missing required information. The resolution of the mrr was to receive corrected documentation from the vendor. This nonconformance is not relevant to the complaint condition because it was a documentation issue that was corrected. The second mrr was for a surface finish issue - specifically four (4) pieces of the two hundred eighty-eight (288) piece order failed incoming inspection after anodize for inconsistent finish/spots or stains. These four (4) parts were returned to the vendor for analysis and subsequent scrap. Therefore, this nonconformance is not relevant to the complaint condition since the parts were scrapped and not used in production of p/n 319.006. There were no other nonconformances for any other subcomponents that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: depth gauge f/scr ø2+2.4 was received at cq. Upon visual inspection at cq, it is observed that the needle was broken off from the slider. Thus, the reported complaint is confirmed. The remaining portions of the device shows normal wear consistent with the usage of the device which would not contribute to the complaint condition. Dimensional inspection: the diameter of the needle (closer to the broken spot) was intended to be measuring from 1.20mm to 1.25mm and was measured to be 1.23mm which is within specification. The received condition was determined to agree with the complaint description. This complaint is confirmed. Document/ specification review: the relevant drawing(s) was reviewed; no design issues or discrepancies were found during this investigation. Investigation conclusion: a visual inspection, and document/ specification review were performed and observed that the needle of the slider was broken. Thus, the reported complaint is confirmed. It is possible that the device might have encountered unintended forces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the long metal hook of the depth gauge broke apart from the body during an unknown procedure. A spare independent sterile depth gauge was used to proceed with the surgery. It is unknown if the procedure was successfully completed. There were no surgical delay and patient consequence reported. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).